Manufacturer narrative:
Corrected fields: e1 (information was inadvertently missed). The customer reported issue, inner part of the jaws is bent, was not confirmed. The proximal end of the transmission rod is deformed and the insulation is worn. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the deformation occurred due to the use of excessive force by the user and defective insulation due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The white component/part above the jaws appears to be broken or torn and the jaws could not close completely. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the jaws insert "hicura", 5 x 330, maryland, bipolar inner part to maryland bipolar forceps was bent. The event was found during reprocessing for a laparoscopic hysterectomy. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event. The device was evaluated, and it was found that the white component/part above the jaws appeared to be broken or torn and the jaws would not close completely. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.